Manufacturer narrative:
Correction: h10: related report numbers mw5166942 should be include in h10

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited low pacing impedance that was out of range. No programming changes were reported. No patient consequences were reported.